Event description:
It was reported the patient's ipg has moved due to weight loss and is causing discomfort. The patient will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.